Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having continuous low flow through ventricular assist device (vad), right ventricular (rv) on echo dilated and severe dysfunction. Patient had rv failure and a right vad was placed. No further information was provided.

Event description:
It was reported that the cause for the low flows were determined to be weaning from left ventricular assist device (lvad) and extracorporeal membrane oxygenation (ECMO). Patient was septic. Outlook not good; still in cardiovascular intensive care unit (cvicu) multisytem failure.

Manufacturer narrative:
Section h4: corrected information. Manufacturer's investigation conclusion: a specific cause for the reported events and patient outcome, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The account communicated that the patient was experiencing continuous low flows. An echocardiogram revealed a dilated right ventricle and severe dysfunction. An rvad was placed; however, following the surgery, the patient continued to have right ventricle failure and low flows. The patient also had mediastinal incision dehiscence, sepsis, and multiorgan failure. The patient¿s family eventually withdrew support and the patient expired on (B)(6) 2020. An autopsy was not performed, and the device will not be returned. The patient¿s expiration was reportedly due to multiorgan failure. The patient¿s right ventricle failure was related to a weak right ventricle after lvad exchange from hvad to hm3. The current heartmate 3 lvas IFU (document #(B)(4), rev. B) lists wound dehiscence, sepsis, right heart failure, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ cautions the user that right heart failure can occur following implantation of the pump and outlines the associated treatment options, including rvad placement. It was reported that the patient expired due to multiorgan failure; the IFU also lists respiratory failure, renal dysfunction, and hepatic dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions for preventing infection are included in several sections of the IFU, including in section 6 "patient care and management". Section 6 also provides suggested responses in the event of infection. The current heartmate 3 lvas patient handbook (document (B)(4), rev. B) provides care instructions for preventing infection in several sections, including section 4 ¿living with the heartmate 3¿. The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed, including feeling feverish, tired, or unwell. The heartmate 3 lvas IFU contains a section on ¿pump performance monitoring¿ under patient care and management which explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4.4 ¿clinical screen¿, contains sections on pump flow, pump speed, pulsatility index, and pump power. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The current heartmate 3 patient handbook contains a section on ¿alarms and troubleshooting¿ which provides information on all system alarms and the actions associated to resolve the alarms. A section on ¿handling emergencies¿ is also provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b2, b5: additional info. Section h1: correction.

Event description:
Additional information was reported that the patient continued to have right ventricular (rv) failure and low flows throughout their lvad, after lvad exchange from hvad to hm 3, in addition to mediastinal dehiscence and sepsis. The patient's family eventually had their support withdrawn and the patient expired. Patient expired due to multi organ failure. Rv failure related to (r/t) weak right ventricle after lvad exchange from hvad to hm 3 and mediastinal incision dehiscence and sepsis